Event description:
The pt had two leads with the same lot number. It was reported the pt was no longer receiving effective stimulation. An sjm rep met with the pt and lead diagnostics showed high impedances on both leads. The pt's leads were replaced with new ones. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.